Event description:
The pt's wife reported that the 'up' and 'down' buttons are not responding. The pt reports the keypad is torn.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.